Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during decapping process with an unspecified amount of bd vacutainer® serum blood collection tubes the rubber stopper remained in the tube. There was no report of patient impact. The following information was provided by the initial reporter: customer have sorter instrument from roche, while in process of removing the tube hemogard cap it removes only red plastic part and left out the rubber cork in tube itself so it cause interruption for sample probe in instrument. They observed it happens only in plain 6ml & issue observed 5 tubes out of 1000 samples.

Event description:
It was reported that during decapping process with an unspecified amount of bd vacutainer® serum blood collection tubes the rubber stopper remained in the tube. There was no report of patient impact. The following information was provided by the initial reporter: customer have sorter instrument from roche, while in process of removing the tube hemogard cap it removes only red plastic part and left out the rubber cork in tube itself so it cause interruption for sample probe in instrument. They observed it happens only in plain 6ml & issue observed 5 tubes out of 1000 samples.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 31-mar-2023. H6: investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for closure separation was observed. Additionally, the customer samples were functionally tested and 3 of the 5 samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for closure separation. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Two potential causes were identified, and product has been manufactured under different experimental conditions to evaluate these potential causes. These product samples are being tested to verify key factors in production that may contribute to the separation of the stopper from the cap in automation lines feeding into tube analyzers. We also identified that our testing method required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and is being tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future.